Event description:
A patient states he was in set up and received the m71.3 pressure leak alarm. The patient powered off the cycler and then received the m01-22 system error alarm and when he removed the cassette there was fluid leaking inside the pump door. There is no sample. No report of patient ill effect.